Event description:
A pt reported experiencing inaccurate erratic results with a lifesacn meter. The pt's blood glucose results were 150, and 207 mg/dl. Tests were done within 5 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.